Event description:
A pediatric patient underwent posterior spinal fusion with intraoperative neuro-evoked potential monitoring. At conclusion of case when the neuromonitoring needle electrodes were removed from the patient, it was noted by the nurse that there was a small dermal discoloration roughly the size of a pin; none of the patients have reported any pain due to these markings. There have now been 19 different instances of this same problem at our hospital, each occurring in the same or aside from 1 occurrence. Hospital has taken several steps to attempt to identify the root cause of this issue, including switching manufacturers of auxiliary components, taking precautionary measures to lower impedances of wires with a mylar blanket, as well as inspecting the circuitry and wiring with the room itself. The subdermal needle electrodes are used in electrosurgical applications to complete the circuit between the patient and generator. As of now, several different spinal surgeons have experienced this outcome following this procedure. After follow-up appointments with many of the affected patients the discoloration markings have gone away in some cases, while others have remained visible on the skin. This has been a problem noted by the hospital for the better part of seven months at the present time. As of now no root cause has been determined.